Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that during a procedure, error 43 (exp under, exposure under power) was displayed. The laser was shut down and restarted and ultimately cleared the error. The procedure resumed with the laser appearing to be functioning normally, but after an additional 30 seconds of lasering, it became apparent that the laser was firing on its own, even when the foot of the user was off of the pedal. The laser was immediately called for an immediate emergency shut down, which the rental company tech did. The laser was removed, and the procedure was discontinued. There were no patient complications as the laser was under control while it was firing of its own accord. There was no injury to the staff.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that during a procedure, error 43 (exp under, exposure under power) was displayed. The laser was shut down and restarted and ultimately cleared the error. The procedure resumed with the laser appearing to be functioning normally, but after an additional 30 seconds of lasering, it became apparent that the laser was firing on its own, even when the foot of the user was off of the pedal. The laser was immediately called for an immediate emergency shut down, which the rental company tech did. The laser was removed, and the procedure was discontinued. There were no patient complications as the laser was under control while it was firing of its own accord. There was no injury to the staff.